Manufacturer narrative:
The device was received fully deployed. Inspection of the cannula assembly did not find the soft cannula kinked, bent, or damaged. Corrosion was observed on the bottom battery. Due to the corrosion observed on the battery, the device did not have sufficient power to download the data or even communicate with the master pdm. An external power supply was used to power the device with 4.5 volts but the data was still unable to be downloaded. Another attempt to download the data was done by removing the pcb from the device and hooking the pcb with the power supply. This also did not allow the data to be downloaded. Although corrosion was observed on the battery, the exact cause could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 262 mg/dl while wearing the pod on unknown location. For treatment, the patient changed out the pod for a new pod.